Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The patient's attorney has alleged the following: on (B)(6) 2004 the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. The patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 years post implant of composix kugel mesh, patient was diagnosed with bowel perforation, infection, abscess, adhesions and necrosis thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list adhesions as a possible complication. Regarding infection the warnings section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Review of manufacturing records shows product was manufactured to specification. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4, d.6b (date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The patient's attorney has alleged the following: (B)(6) 2004 the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. Ni/ni/ni - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2004 - patient was diagnosed with incarcerated inguinal hernia thereby underwent open repair with implant of composix kugel mesh. Per operative notes, ¿the excessive sac was excised, a composix kugel mesh was placed and tacked.¿ (B)(6) 2014 - patient was diagnosed with abdominal wall abscess, adhesions, infected mesh, perforated small bowel thereby underwent panniculectomy and open repair with removal of infected mesh. Per operative notes, ¿with removal of the panniculus, stool-like contents floating adjacent to an intra-abdominal mesh was noted. The mesh was excised completely and removed. The dense adhesions of the small bowel were taken down, perforated small bowel segment was transected and functional side-to-side anastomosis was then performed.¿ attorney alleged that the patient had adhesions, bowel perforation, bowel removal, infection, pain and emotional injuries. It was also alleged that patient had exploratory laparotomy, reduction of internal hernia and reduction of strangulated ventral hernia.